Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for what appeared to be supraventricular tachycardia (svt). The device is being continued to be monitored. This device remains in service and no additional adverse patient effects were reported.